Event description:
It was reported that the patient temperature (pt) was not getting to targeted temperature (tt) in an arctic sun device. Received three alerts recently. Per event log alert 113 reduced water temperature control. Received alert 15 and 50 earlier but probe was displaced. Replaced probe and verified with x-ray. Patient temperature (pt) was 32.1c, targeted temperature (tt) was 33.5c, water temperature (wt) was 37.4c, water flow rate (wfr) was 0.6 l/m neonatal pads in place. System diagnostics, outlet monitor temperature (t1) was 37.5c, outlet control temperature (t2) was 37.4c, inlet temperature (t3) was 36.7c, chiller temperature (t4) was 4.7c, water flow rate (wfr) was 0.6 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 26%, mixing pump command (mpc) was 0, heater command (hc) was 22, water reservoir level (wrl) was 5, system hours were 4065.4, pump hours were 1026.9. Walked through stop therapy, empty pads and disconnect. Reconnected pads and straightened kinks from lines. Restarted therapy and water flow rate (wfr) stabilized at 1.2 l/m. Advised to watch water flow rate (wfr) if drops below 0.7l/m or they receive any more alerts/alarms call back. Sn (B)(6). Per follow up information received via phone on (B)(6) 2025, it was reported that there was initially an issue with the patient achieving the target temperature. During the technical support called they were advised to drain and disconnect the pads. They also made sure all the connected wires were facing correct direction. After reconnecting the pads, the device began to work properly. The technical support assistance helped resolve the issue. No patient impact was reported. The patient was able to complete therapy, and no other issues arose. No sample is available.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Per additional information received, it was reported that there was initially an issue with the patient achieving the target temperature. During the technical support called they were advised to drain and disconnect the pads. They also made sure all the connected wires were facing correct direction. After reconnecting the pads, the device began to work properly. The technical support assistance helped resolve the issue. No patient impact was reported. The patient was able to complete therapy, and no other issues arose. No sample is available. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature (pt) was not getting to targeted temperature (tt) in an arctic sun device. Received three alerts recently. Per event log alert 113 reduced water temperature control. Received alert 15 and 50 earlier but probe was displaced. Replaced probe and verified with x-ray. Patient temperature (pt) was 32.1c, targeted temperature (tt) was 33.5c, water temperature (wt) was 37.4c, water flow rate (wfr) was 0.6 l/m neonatal pads in place. System diagnostics, outlet monitor temperature (t1) was 37.5c, outlet control temperature (t2) was 37.4c, inlet temperature (t3) was 36.7c, chiller temperature (t4) was 4.7c, water flow rate (wfr) was 0.6 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 26%, mixing pump command (mpc) was 0, heater command (hc) was 22, water reservoir level (wrl) was 5, system hours were 4065.4, pump hours were 1026.9. Walked through stop therapy, empty pads and disconnect. Reconnected pads and straightened kinks from lines. Restarted therapy and water flow rate (wfr) stabilized at 1.2 l/m. Advised to watch water flow rate (wfr) if drops below 0.7l/m or they receive any more alerts/alarms call back. Sn dyfqal02. Per follow up information received via phone on 12aug2025, it was reported that there was initially an issue with the patient achieving the target temperature. During the technical support called they were advised to drain and disconnect the pads. They also made sure all the connected wires were facing correct direction. After reconnecting the pads, the device began to work properly. The technical support assistance helped resolve the issue. No patient impact was reported. The patient was able to complete therapy, and no other issues arose. No sample is available.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Per additional information received, it was reported that there was initially an issue with the patient achieving the target temperature. During the technical support called they were advised to drain and disconnect the pads. They also made sure all the connected wires were facing correct direction. After reconnecting the pads, the device began to work properly. The technical support assistance helped resolve the issue. No patient impact was reported. The patient was able to complete therapy, and no other issues arise. No sample is available. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature (pt) was not getting to targeted temperature (tt) in an arctic sun device. Received three alerts recently. Per event log alert 113 reduced water temperature control. Received alert 15 and 50 earlier but probe was displaced. Replaced probe and verified with x-ray. Patient temperature (pt) was 32.1c, targeted temperature (tt) was 33.5c, water temperature (wt) was 37.4c, water flow rate (wfr) was 0.6 l/m neonatal pads in place. System diagnostics, outlet monitor temperature (t1) was 37.5c, outlet control temperature (t2) was 37.4c, inlet temperature (t3) was 36.7c, chiller temperature (t4) was 4.7c, water flow rate (wfr) was 0.6 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 26%, mixing pump command (mpc) was 0, heater command (hc) was 22, water reservoir level (wrl) was 5, system hours were 4065.4, pump hours were 1026.9. Walked through stop therapy, empty pads and disconnect. Reconnected pads and straightened kinks from lines. Restarted therapy and water flow rate (wfr) stabilized at 1.2 l/m. Advised to watch water flow rate (wfr) if drops below 0.7l/m or they receive any more alerts/alarms call back. Sn dyfqal02.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.